Manufacturer narrative:
(B)(4). Upon receipt the unit was visually inspected for outward, visible signs of misuse/abuse/neglect. No significant signs of physical damage. The unit had some dark stains on it which would have been inherent to the daily use in the hospital setting. No significant amount of lint built up on fan or cooling ports. The unit was gently rotated and then lightly shaken to determine if any loose components might be moving around inside the plastic case. Nothing loose noted. Functional inspection - the unit passed the initial power connect test. The unit also navigated through the power-on self-test (with no issues. The next test was the temperature display accuracy test (tp-5) using the diagnostic probe kit, part number 425-99. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The complaint cannot be confirmed. No corrective/preventive actions will be assigned.

Event description:
The customer alleges that the device has a continuous alarm.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review did not show issue related to the complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the device has a continuous alarm.